Manufacturer narrative:
The subject device was received and evaluated at olympus on (B)(6) 2021. The device returned in a plastic bag. The original packaging was also returned and the box and label were folded up inside that plastic bag. The device was returned without the syringe and stopcock, or the biopsy adapter valve. The lot number was confirmed. The luer was in good condition without physical damage. The stylet wire was present. The device looked unused when taken out of the packaging. The handle lock is able to slide into all positions and lock into place. The sheath adjuster is able to rotate and lock into place. The connecting slider is able to slide back and forth into position. The distal hypo tube is present. The needle was initially able to extend the correct length. However, when retracting the needle, the handle was able to move backwards but the needle did not fully remove. When attempting to slide the needle into its lengthened position and back, there was no control in the needle length. Upon inspecting the sheath, it was observed that the sheath was not connected and lacked the ability to control the needle length. The customer reported issue of "the needle tube is torn off directly behind the handle" can likely be confirmed. Also, no pictures could represent the mode of failure, however by leaving the handle in one position, the sheath was able to move manually and the needle could be exposed by doing this with the handle in the fully retracted position. The dhrs (device history records) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The observed failure is a known phenomenon and should be inspected before using the device in operation. On page 6 of the device IFU (instruction for use), it states: before use, prepare and inspect the instrument as instructed below. Should any irregularity be observed, do not use the instrument; use a spare instead. Damage or irregularity may compromise patient or user safety, such as posing an infection control risk causing tissue irritation, perforation, bleeding, or mucous membrane damage, and may result in more severe equipment damage. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that the needle was removed from the packaging and functional test revealed the defect. The needle was found torn off directly behind the handle. There was no patient involvement on this event reported. No user injury reported. Device return evaluation found that upon inspection, the device sheath was not connected and lacked the ability to control the needle length.